Manufacturer narrative:
A patient experiencing a wound issue was reported to abbott. The patient underwent a wound revision, resolving the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that after the patient's previous unrelated repositioning procedure on (B)(6). 2023, the patient's wound looked infected. It was noted the patient was also feeling some pain. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number: (B)(6).

Event description:
Additional information received indicates that the patient underwent a wound revision on (B)(6) 2023, resolving the issue.